Manufacturer narrative:
Concomitant medical product: 6947 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had far field r-wave (ffrw) over-sensing on the atrial channel falling into atrial blanking/refractory. It was noted that the left ventricular (lv) lead had high threshold measurements. Both leads remain in use. Further information was received, which indicated the patient had been receiving external pacing, which led to the cardiac resynchronization therapy defibrillator (crt-d) oversensing. No patient complications have been reported as a result of this event.